Event description:
Customer reported a cartridge change error with the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean the pump components, but the issue persisted after trying a second cartridge. Consequently, technical support decided to replace the pump, which was under warranty. The customer was advised to use multiple daily injections (mdi) as a backup therapy and was guided on returning the faulty pump. Shipping details were confirmed for the replacement unit.